Event description:
A user facility reported that a viscoelastic syringe plunger drew back, pulled in the iris and tore it. Additional info has been requested.

Event description:
The surgeon provided add'l info about the event. The viscoelastic solution was used during during the end of glaucoma filtering surgery to deepen the anterior chamber. When the surgeon began to inject the viscoelastic solution, there was a "pop" and the cannular moved forward across the anterior chamber and tore the iris. No viscoelastic was injected around the syringe or in the eye. The surgeon stated the pt was without any complaints or side effects associated with this event and no secondary surgical procedure was necessary. Note: the surgeon uses a 30 guage cannula that is not the cannula provided with the product.